Manufacturer narrative:
The lead was not replaced and the patient was being considered for a device downgrade procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements. The pocket was reopened to perform a lead revision. Difficulty was experienced removing the lead and it was reported the lead fell apart. The patient's superior vena cava (svc) was dissected when attempting to remove the lead. The patient coded and was brought to the operating room. It was reported the a lot of blood was drained from the patient's chest. Additionally, a hematoma was found to be developing. The hematoma was successfully removed. It was reported the patient was doing well post procedure. No additional adverse patient effects were reported.